Event description:
Information received from legal department. Allegations are: "the spinal cord stimulator caused severe, painful and unpleasant reactions in the patient including: a) "flutters" or palpitations in the patient's heart; b) "electric shocks and pain in the abdominal cavity & arms;" and other reactions.... Surgery was performed to remove the hardware which was interacting with the generator from the patient's knee on december 20, 1996. The medtronic unit was removed under general anesthesia at...on july 27, 1997."